Manufacturer narrative:
Follow-up #1: date of submission 03/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2016 with the following findings: a review of the pump¿s black box revealed multiple reboots. The battery compartment was found to be cracked along the side of the pump and above the bumper pad. The threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection and the power loss and reboots were duplicated. The battery cap contacts were found to be within specification. A test cap was used for all testing. The pump powered on normally with no alarms. The pump was exercised for 24 hours with a test cap and no further power issues occurred. There was corrosion observed in the battery compartment. A leak test verified a leak at the battery compartment. The pump was opened and there was no further evidence of moisture found. There was no damaged found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that the battery compartment was cracked. It was also noted that there was moisture within. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.